Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose levels. The customer states they received bad sensor and change sensor alarms. The customer states they received threshold suspend. The customer's blood glucose level was 300mg/dl, and their sensor reading was 63mg/dl. The customer's levels had been as high as 400mg/dl. Troubleshoot was conducted. The customer treated the highs with pump. The customer declined to troubleshoot for highs. The customer was advised the senor would be replaced and returned.